Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information from the customer reported that the event was an old issue that has been fixed. Not a complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the valved trocars leaked during a procedure. Additional information was requested; however, none has been received to date.